Event description:
It was reported that the collet would not hold the small pin during testing in house. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to not allow the collet to retain the pin.